Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Unknown when device malfunctioned/broke. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. A review of the service history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 01-21-16 the sales consultant reported that a broken ball hex screwdriver was discovered in sterile processing. The shaft was separated from the handle. No procedure or patient involvement. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4)- manufacturing date: may 11, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No service history review can be performed as part number 357.515 with lot number(s) 6665529 is a lot/batch controlled item. The manufacture date of this item is may 11, 2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A product investigation was completed: the complaint condition for the 357.515 lot number 6665529 ball hexagonal screwdriver was likely caused by over four years of consistent use and sterile processing cycles; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.515 ball hexagonal screwdriver is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have been found broken in sterile processing. This condition is confirmed; the phenolic handle has split lengthways down the middle of the device separating into three pieces, two phenolic handle halves and the driver shaft. It is likely that over four years of consistent use and sterile processing cycles has led to this complaint condition. The device was manufactured in may 2011 and is over four years old. The balance of the returned device is in fairly worn condition with several markings along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of this device. It is likely that over four years of consistent use and sterile processing cycles has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the shaft separated from the handle. The repair technician reported the handle was broken. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.